Manufacturer narrative:
.

Event description:
It was reported that the atrial lead exhibited intermittent loss of capture, low impedance and noise. After explantation of the lead, it was noted that the lead had sustained rib clavicle crush damage. The lead was replaced successfully.